Event description:
Pt reported obtaining back-to-back glucose results of 221 mg/dl and 115 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. While on the line with technical support, pt reviewed the device's memory; the above listed values could not be located. Pt stated that a level-one quality control test had been performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.